Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2023. On april 25, 2024 the patient reported to the medical center that after 10 months following of the balloon implantation, the balloon was regurgitated. The health center requested an analysis of the balloon to see if there has been a failure of the balloon. The patient was observed at the health center and is reportedly doing well. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of deflation. Device code a010402 is being used to capture the reportable event of migration.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2023. On (B)(6) 2024 the patient reported to the medical center that after 10 months following of the balloon implantation, the balloon was regurgitated. The health center requested an analysis of the balloon to see if there has been a failure of the balloon. The patient was observed at the health center and is reportedly doing well. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of deflation. Device code a010402 is being used to capture the reportable event of migration. The device was returned for analysis. During the visual inspection it was noted that the balloon was returned deflated with a large hole rolled inwards and with evidence of deflation. The balloon was noted to be discolored due to the use of methylene blue during the filling process. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use - IFU. The igb is placed in the stomach and filled with sterile saline. The reported events of balloon deflated, vomiting and balloon migration were confirmed and these adverse events are known and documented in the labeling. With all available information, boston scientific concludes that the most probable cause is known inherent risk of device.